Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.